Event description:
The customer reported that prior to use on a patient, the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. The iabp was replaced and therapy was initiated. No patient injury was reported.

Manufacturer narrative:
The device history record (DHR) the iabp involved in the event was reviewed. There were no non-conformances in the DHR related to the reported. Event. The company representative observed that the iabp generated an "electrical test failure code #58" (power-up vent test failed) alarm. The company representative replaced the drive manifold assembly (part number 0104-00-0018). The iabp was tested to factory specifications. It functioned normally and was returned to the customer. The drive manifold replaced was received by the manufacturing facility at (B)(4). The analysis performed could not duplicate the failure. (B)(4).